Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a study was completed to estimate the incidence and identify the risk factors for mesh erosion after laparoscopic repair of pelvic organ prolapse by lateral suspension and suture was used. Between january 2004 and december 2014, patients experienced infection, vaginal lesions, extrusion of unresorbable suture, granulomas and may have undergone reoperations. Additional information has been requested.